Event description:
It was reported that at device change out procedure, it was observed that there were signs of twiddler's syndrome with the pacemaker, the atrial lead, the right ventricle lead and the left ventricle lead wrapped around each other. The pacemaker was explanted and replaced with a new pacemaker. Subsequently, the atrial lead, the right ventricle lead and the left ventricle lead were repositioned back to the new implanted pacemaker. The patient had no consequences.